Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with the following diagnoses: l 1-l2 discogenic disease. 2. L4-l5 discogenic disease. The patient underwent the following procedures: l1-l2 right-sided transforaminal-lumbar interbody fusion; l4-l5 right-sided transforami nal-lumbar interbody fusion; posterior instrumental spinal fusion at l1-l2; posterior instrumental spinal fusion at l4-l5. Per op notes: the interspace and the interbody space were prepared for the t-lif. The t-lif cage was at this time made and a t-lif cage packed with rhbmp-2 was placed in the interbody space and l4-l5 screws were placed on the right side under direct vision. The rod was placed in the standard fashion and secured to the screws. Next, the l1-l2 level was approached from the right side. The right l1-l2 facetectomy was performed. The disk space was marked. The standard diskectomy was performed and the endplates were prepared for fusion. A rhbmp-2 t-lif cage was placed in the l1-l2 disk space as well. The ll-l2 screws were placed under direct vision. They were stimulated. All screws stimulated fine. The screws were then connected with the rod in the standard fashion. The wound was thoroughly washed and irrigated. The wound was closed in a standard fashion. A sterile was dressing applied. The patient was taken out of the operating room in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2